Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that issue caused due to software. A field service engineer, confirmed the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer 6 is currently unable to open. The customer stated that the malfunction caused a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.